Manufacturer narrative:
Date of event: unknown. Initial reporter state: unknown. Bd corporate address state (B)(6) used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k3 edta (k3e) 12mg blood collection tubes were underfilled.